Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-15125 and 3005099803-2014-00017 for the associated device information. It was reported to boston scientific corporation that two ultraflex tracheobronchial distal release stents were used during a stent implantation procedure performed on december 12, 2013. According to the complainant, a stent was being placed to treat a bronchoesophageal fistula in the left main bronchus. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to the procedure. During the procedure, the physician inserted the scope through the nasal airway and a reflective skin marker was placed where the stent was to be implanted. The physician advanced the first ultraflex stent (the subject of MFR report # 3005099803-2013-15125) into the desired location and attempted to deploy the stent. The physician noted on fluoroscopy that the stent was slightly released but the physician was unable to fully deploy the stent. The partially deployed stent was removed from the patient. A second ultraflex stent (the subject of MFR report #3005099803-2014-00017) was able to be deployed at the reflective skin marker. However, following deployment, the physician checked the stent position using an endoscope and noted that the stent was distal to the desired location. The physician removed the stent using forceps. In the physician¿s assessment, the patient¿s coughing contributed to the stent movement from the original position. The procedure was not completed due to this event. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Reportedly, another ultraflex tracheobronchial distal release stent was implanted on (B)(6) 2013.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by 3 mm. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-15125 and 3005099803-2014-00017 for the associated device information. It was reported to boston scientific corporation that two ultraflex tracheobronchial distal release stents were used during a stent implantation procedure performed on (B)(6) 2013. According to the complainant, a stent was being placed to treat a bronchoesophageal fistula in the left main bronchus. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to the procedure. During the procedure, the physician inserted the scope through the nasal airway and a reflective skin marker was placed where the stent was to be implanted. The physician advanced the first ultraflex stent (the subject of MFR report # 3005099803-2013-15125) into the desired location and attempted to deploy the stent. The physician noted on fluoroscopy that the stent was slightly released but the physician was unable to fully deploy the stent. The partially deployed stent was removed from the patient. A second ultraflex stent (the subject of MFR report #3005099803-2014-00017) was able to be deployed at the reflective skin marker. However, following deployment, the physician checked the stent position using an endoscope and noted that the stent was distal to the desired location. The physician removed the stent using forceps. In the physician&#38112;assessment, the patient&#38112;coughing contributed to the stent movement from the original position. The procedure was not completed due to this event. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good. Reportedly, another ultraflex tracheobronchial distal release stent was implanted on december 17, 2013.